Manufacturer narrative:
The device was used in treatment and not returned for analysis as device could not recovered by the user facility. There was no device performance related failure reported by the user. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. No further investigation is required. Based on the investigation, a CAPA is not required as there was no issue reported for the device performance or quality. The event will be re-evaluated if additional information becomes available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Event description:
It was reported that following a successful cryo ablation procedure, the patient had low blood pressure and began to decompensate. A thoracic echography was performed and a cardiac tamponade was observed. Surgical intervention took place, a small hole (perforation) was detected in the intersection svc and ra. The tamponade was drained and perforation repaired, patient is in very good condition. There was no issue reported with the arrive guiding sheath. No extended hospitalization required and no further patient complications have been reported as a result of this event.